Event description:
It was reported that a resolute integrity drug eluting stent was being used to treat a calcified lesion in the circumflex artery. The lesion was tortuous and exhibited high grade stenosis. The device was inspected prior to use with no issues noted. The protective sheath was present on the device when it was removed from the hoop. The lesion was pre-dilated. It is reported that resistance was encountered during positioning, and the device could not cross the lesion. The physician used moderate force in an attempt to cross the lesion. During removal of the device from the patient, the stent dislodged from the catheter while still inside the guide catheter. Stent deformation was also noted. The stent remained on the guidewire during removal of the device from the patient and was removed successfully. No patient complications are reported.

Manufacturer narrative:
(B)(4).